Event description:
Complication related to the codman integra lifesciences shunt and valve. Patient records show the valve implanted on [date redacted]. This is a programable valve. Reference # (B)(4), lot# 182301, exp. 12/31/2018. At that time, the valve was set on "3". Patient returned to the operating room more than 2 years later to have the valve removed and replaced because the setting was stuck on "6". The valve was replaced with valve reference # (B)(4), lot# 3915925, exp. 5/31/2024. That valve was set on "7".